Event description:
It was reported occlusion alarms occurred. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. Customer¿s blood glucose (bg) level was 535 mg/dl. Elevated blood glucose levels were addressed by correction bolus via the pump and manual insulin injection. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.